Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: (B)(6).

Event description:
The customer observed erratic magnesium results generated on the architect c4000 processing module for multiple patients. The customer provided the following data: sid (B)(6) initial result = 4.8 repeat = 0.7 other instrument = 1.9. Sid (B)(6) initial result = 3.1 repeat = 0.9 other instrument = 2.1. Uom = mg/dl reference range 1.6-2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer observed the cc cuvette dry tip (09d51-02) was broken and replaced the part. The cc cuvette dry tip (09d51-02) was determined to be the likely cause of the erratic magnesium results. Part replacement resolved the issue. No additional discrepant results were reported since the part was replaced. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette dry tip was identified.

Event description:
The customer observed erratic magnesium results generated on the architect c4000 processing module for multiple patients. The customer provided the following data: sid (B)(6) initial result = 4.8 repeat = 0.7 other instrument = 1.9. Sid (B)(6) initial result = 3.1 repeat = 0.9 other instrument = 2.1. Uom = mg/dl reference range 1.6-2.6 mg/dl no impact to patient management was reported.